Event description:
The arthroplasty was revised due to recurrent dislocation and instability. The acetabular component was revised. The components were implanted in situ for 1.63 years. The pt presented with a ucla score of 8 three months prior to revision surgery. Photographs of the retrieved implant were provided. Medical records and x-rays were not provided to stryker for review.